Event description:
It was reported that on (B)(6) 2022 a 20mm amplatzer amulet was selected for an implant in a left atrial appendage (laa). The patient had heparin administered with an activated clotting time (act) level of 250 seconds. The puncture, as well as the placement of the device, went smoothly. The device was repositioned 2 times until the final position was found. There were no difficulties with the new placements. By the end of the procedure, a pericardial effusion appeared and the patient's pressure dropped to an alarming level. A pericardial puncture was performed. Blood was removed from the pericardium and the patient's blood pressure returned to normal. A subsequent echocardiogram check showed that the pericardial effusion was completely eliminated. During the procedure, the device was not completely retracted into the delivery system . The physician believes that the pericardial effusion was caused by pull test on the device. There were no abnormalities during the procedure that might indicate or explain pericardial tamponade. The patient was transferred to intensive care for closer monitoring, then moved from intensive care and has not had any further complications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Na.

Event description:
N/a.